Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer). Exemption # e2014011

Event description:
Using x-ray evaluation, the surgeon decided to manually screw the screw a little deeper into the bone. When trying to screw the screw in further, the screw broke below the screw head. Part of the screw shaft remained in the bone. The screw type in question is a self-tapping screw which must be pre-drilled during preparation according to the surgical technique. Optionally, it is also possible to use a tap for sclerotic bone. The following findings were obtained during the initial user consultation: the hole for the screw was pre-drilled to a depth of only 12mm. The screw length is 26mm. The bone quality was described by the user as very hard due to degeneration and sclerotic attachments.